Event description:
It was reported that the user¿s blood glucose remained elevated for several hours while using the ilet, with a meter reading of 349 mg/dl; the caregiver inspected the infusion set and reported a twisted but not kinked steel cannula and a dry site, and troubleshooting included guidance to start a new sensor and log in to the system. Symptoms included hyperglycemia and feeling unwell. Outcomes included no hospitalization and no device alarms. Investigation included technical troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no identified component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.